Event description:
The handpiece was put on the pt; when nurse/surgeon took it again, it was very hot. They checked the console, which was also very hot. At the end of the case, when operative field was removed, they noticed a burn on the pt's thorax; 3rd degree burn. The pt is back home and the burn is healing slowly.